Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. The reported problem (won't power up) is under investigation. As received, the monitor was able to power on but was experiencing abnormal shutdowns. Upon investigation, the monitor produced an error during flash programming. The root cause for the programming failure is currently under investigation. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. Destructive testing of similar failures was able to confirm that the failure was not caused by a fracture of the bgas on the computer/analog board. The abnormal shutdowns were caused by a failure of the monitor flash memory porgramming. The root cause for the flash memory failure could not be positively identified. Initial MDR: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (won't power up) is under investigation. As received, the monitor was able to power on but was experiencing abnormal shutdowns. Upon investigation, the monitor produced an error during flash programming. The root cause for the programming failure is currently under investigation. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor. The patient was issued a replacement monitor.

Event description:
Upon reviewing the flag files for a (B)(6) male patient, zoll customer support determined the patient's monitor was experiencing abnormal shutdowns. Zoll customer support contacted the patient and issued him a replacement monitor.

Event description:
A (B)(6) distributor contacted zoll customer support to report that a pt's monitor was not powering up. The pt received a replacement monitor.